Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 900mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015, the patient presented to the physician with erosion of skin at the pump pocket site. There was an opening at the pump pocket site and the pump was visible. No troubleshooting or diagnostics were needed. On (B)(6) 2015, the patient was taken to the operating room and the pump and catheter were explanted. A culture of the pocket was sent for analysis which came back (B)(6) for (B)(6). The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. The patient was hospitalized until (B)(6) 2015 for IV (intravenous antibiotics). Per the physician, the patient was doing well upon discharge and went home on oral antibiotics and oral baclofen. The patient was to follow-up with the healthcare professional for spasticity management. Additional information has been requested, but it was not available at the time of this report.